Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The s-curve hump height was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information received noted that the patient presented to the cath lab. The left ventricular lead was explanted and replaced on (B)(6)2020. The patient was pre, during, and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that he patient presented in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead threshold d1-rv coil had increased. Further investigation noted no pacing for other vectors. The physician had compared x-ray from post implant to a pet scan done recently and noted that the lv lead had dislodged and only d1 was just positioned inside the vein. The device was programmed to right ventricular (rv) only. The patient was stable pre, during, and post procedure.